Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the airflow speed was 230, the device output was 180. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit had a low tidal volume and ipap pressure. There was no patient involvement. Event date not specified; estimate used.